Event description:
It was reported that after the catheter was placed in the pt's internal jugular they attempted to withdraw blood; they noticed bubbles. As a result, the catheter was exchanged for a new one. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.